Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported unexplained high blood glucose. The blood glucose reading was 512 mg/dl. Customer was assisted in performing a 5 unit fixed prime and customer stated that insulin did exit. Customer removed the infusion set and stated that the cannula was bent. Customer had not yet treated for the high blood glucose but stated that he was going to buy insulin pens to treat. Customer stated that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. Customer stated that the basal rates were correct. Customer was advised to change the reservoir and infusion set. Nothing further was reported.